Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID for a replacement touchscreen; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen issue (touchscreen no responding on top portion of screen). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen issue. The customer reported that the touchscreen failed the calibration. The rse advised the customer to replace the touchscreen and provided the part number. The investigation is ongoing.